Event description:
It was reported that during a transluminal angioplasty treatment procedure the balloon burst. The physician was attempting to dilate an unk lesion with an apex monorail 2.75x15mm transluminal angioplasty balloon, it was reported to have burst prior to "reaching the rated burst pressure." The procedure was completed with another device. There were no reported pt injuries or complications. The pt's condition was reported as "no problem."